Manufacturer narrative:
Product analysis: the band remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an email sent by the patient to medtronic's technical services that following the annuloplasty band implant the electrocardiogram (ECG) has shown persistent atrial fibrillation (afib) and severe bradycardia. The patient reported heart failure symptoms and mild anemia. Despite this, the patient cycles 250 to 300 miles per week and reported this vigorous aerobic exercise resets the rhythm to a junctional rhythm at 60 bpm for a few hours. Holter monitor has shown a nighttime low of 30 bpm and dropped beats. The patient reported fainting twice. No additional adverse patient effects were reported.